Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) would not convert during defibrillation threshold (dft) testing in both standard and reversed polarity at 65 and 80 joules. Subsequently the s-ICD and electrode were explanted and a transvenous implantable cardioverter defibrillator (ICD) system was successfully implanted. No additional adverse patient effects were reported.